Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694758, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient called to report "laid maybe 5 minutes in tanning bed and felt like the wire would come out, a weird sensation, something going wrong. When patient got out of there, the patient was feeling lightheaded and dizzy and felt bad the rest of the evening. Patient believes the tanning bed is in good working order." The device remains in use. No further patient complications have been reported as a result of this event.